Event description:
Device malfunction: none. Time of symptoms/ae: after the procedure. Symptoms/ae: death. The following events were noted through a periodic article review. A prospective study was conducted to evaluate the grading of carotid intra-stent restenosis (isr) found using duplex ultrasound scanning compared to angiography after carotid artery stenting (cas) procedures. Eight hundred fourteen cas procedures were performed and 21 pts died during the follow up period (4 days to 1051 days post-procedure). The article does not provide the cause for the reported deaths and does not correlate the pt outcomes to a specific stent/MFR. The article did not describe any device malfunction. Embolic protection devices were used in the majority of the procedures.

Manufacturer narrative:
This report involves a study noted in an article. The devices were not available for analysis. The part and lot numbers were not identified; therefore, a device history record review could not be performed. Death is referenced as a possible adverse event associated with the use of stents in the device instructions for use (IFU). Furthermore, no device malfunctions were described. Attachment: emiliano chisci, md., et al; "grading carotid intrastent restenosis; a 6-yr follow-up study" american heart association, inc. 2008;39:1189-1196. See scanned pages.